Manufacturer narrative:
Correction/update: device code (B)(4) has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the pump reset to minimum rate was not determined. It was unknown what symptoms the patient experienced. The pump reset has been resolved. The pump was replaced on (B)(6) and was discarded.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2018. It was reported the patient heard the critical alarm last night ((B)(6) 2018). The patient went to the clinic on (B)(6) 2018. The pump was interrogated and indicated the pump had reset to minimum rate. The pump was reprogrammed back to its original settings. They pump was close to elective replacement indicator (eri). Surgical intervention was planned for (B)(6) 2018 to replace the pump. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Other medications the patient was taking at time of the event were not available. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.